Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with antibiotics. Additional information indicated that the patient was also exhibited endocarditis. There were no additional adverse patient effects reported. This ra lead was surgically abandoned.

Manufacturer narrative:
This supplemental report was created to correct the b5: describe event or problem and d6b: explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with antibiotics. Additional information indicated that the patient was also exhibited endocarditis. There were no additional adverse patient effects reported. This ra lead was surgically abandoned. Subsequent information indicates that this right ventricular (rv) lead was explanted. There were no additional adverse patient effects reported.